Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness on his back under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended that the patient use a back scratcher on the irritation. Follow up indicated that the patient's skin irritation improved upon showering and changing garment.